Event description:
The male patient was admitted for coronary intervention of a 75%, non-calcified lesion in the left main artery (lma). The lesion was predilated with a 2.5 x 12mm maverick balloon. A 2.5x18mm cypher positioned within the lesion and was deployed. While inflating the balloon, physician felt that the balloon might have ruptured, but continued to inflation up to 20 atms. During the inflation, he observed the contrast medium leakage from the distal tip of the guiding catheter and felt that the shaft, rather than the balloon had ruptured. Following implant, the balloon of cypher deflated very slowly; however, it did fully deflate and was retrieved from the patient safely. Following the procedure, the physician inspected the device and found that the shaft was ruptured 20-30cm from the distal tip. There was no reported patient injury. The product has been returned and completion of the product eval is pending.

Manufacturer narrative:
This cypher product is not distributed in the us; however, it is similar to us distributed cypher product. Additional information will be submitted within 30 days of receipt.